Event description:
Third party surgical drapes used on surgical microscopes interfaced with brainlab navigation software cranial/ent may influence the accuracy of the navigation system due to an optical distortion caused by the convex shaped protective lens of the surgical drape.

Manufacturer narrative:
Although there has been no pt injury nor any adverse event reported by any hospital involving a brainlab device regarding this issue, a risk to pt health could not be excluded. Brainlab's investigation has shown that the drape in question is neither optically passive nor approved by the microscope manufacturer for use in combination with the surgical microscope. Although there is practically no perceivable impairment to the visual image quality observed through the microscope eyepieces (oculars), there is a distinct imaging effect which displaces the focal point of the microscope displayed by the navigation software. Existing potentially affected customers with above-mentioned brainlab cranial/ent navigation software and microscope integration receive a product notification letter. These customers will received an update to the instructions for use regarding microscope navigation.